Manufacturer narrative:
Additional excluder devices included in this report: pxc181000/7092814, pxa280300/7075028, pxc121000/06807946, pxa280300/7075029. Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, follow-up computed tomography (CT) scan revealed what was thought to be a proximal type I endoleak. The patient's aneurysm measured 6.2 x 6.1 cm in diameter. On (B)(6) 2013, CT scan revealed the same endoleak, with the aneurysm measuring 6.8 x 6.4 cm in diameter. On (B)(6) 2013, an angiogram confirmed a type ii endoleak contributing to aneurismal enlargement. The physician will continue to monitor the patient, and decide whether re-intervention will be necessary at a later date.